Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on behalf of a patient on (B)(6) 2014. At the time of contact, the clinic representative did not report any injury or medical intervention.